Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint of withdraw difficulty of the delivery system with valve through sheath was empirically confirmed per similar events under the engineering technical summary. The available information suggests that patient factors (tortuosity, calcification) and procedural factors (thv not centered on flex tip) likely contributed to the event as reported information indicated that ''the vessels were very torturous and calcified'', additionally crimped valve was tried to be removed through sheath. Patient factors (calcification and tortuosity) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Additionally, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Since no edwards defect was identified, no corrective or preventative action is required . The complaint of balloon leak was unable to be confirmed due to unavailability of returned device or imagery for evaluation. However, no manufacturi ng non-conformances were identified during engineering evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it was noted some resistance when introducing the esheath into the patient and then, during the advancement of the delivery system with the valve through the esheath+ [...] It was decided to remove the devices but, when attempting to retract the valve back into the esheath+, some difficulties were noted. It was considered to deploy the valve in the descending aorta, but during balloon inflation, blood was observed entering the inflation syringe''. As per reported information, during balloon inflation, blood was observed entering, indicating potential damage in the delivery system balloon. As there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, it is likely that procedural factors contributed to the reported leakage. As per customer report, ''the balloon had likely been damaged or torn due to the extensive manipulation''. It is possible that high push force applied to overcome the resistance felt during delivery system insertion and system removal may have cause the interaction between the crimping valve with the balloon material, resulting the reported balloon leakage. Available information suggests that procedural fa ctors (high push force, crimped valve interaction with balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in austria. As reported, this was a case of an implant of a 26mm sapien 3 ultra resilia in the aortic position by transfemoral approach. Some resistance was noted when introducing the esheath into the patient and also when advancing the delivery system with the valve through the esheath+. Despite the resistance, the delivery system exited the tip of the esheath+ but as the patient presented very tortuous vessels and horizontal aorta, the native valve could not be reached. It was decided to remove the devices but, when attempting to retract the valve back into the esheath+, some difficulties were noted. It was considered to deploy the valve in the descending aorta, but during balloon inflation, blood was observed entering the inflation syringe. This indicated that the balloon had likely been damaged or torn due to the extensive manipulation. A snare was used for trying to remove the delivery system, again, through the esheath+, but as it was not possible, the devices were finally surgically removed. The patient did not experience any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.